Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ladg, they fully charged the battery, set the device, and connected the reload, checked the jaws opening/closing with no problem and all indicators were illuminated green. Then the surgeon inserted the device to the trocar and tried to open the jaws, however the device did not react at all.the status indicators were illuminated blue. Replaced by an ultra handle to complete the procedure. No injury to the patient.